Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally noted hole in valve.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening curved on the anterior/posterior/radius, total delamination on the valve, and crease fold. Leak test and microscopic analysis were performed which identified total delamination of the valve, one opening striated on the radius, and wear abrasion. Based on the device analysis, the final assessment was one striated opening assessed as surgical damage consistent in the use of some surgical tools, and total delamination on the valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.